Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the rep that the ems stapler jammed during the case. There was no consequence to the patient.